Event description:
It was reported that during a heavily calcified mid left anterior descending (mlad) artery stenting procedure, after promus stent implantation and post-dilatation with a 4.0x12mm nc trek balloon dilatation catheter, via intravascular ultrasound (ivus) plaque shift was noted in the first diagonal artery. The 4.0x12mm nc trek was advanced again, but would not cross the lesion. The plaque shift was treated with kissing balloon technique. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.